Event description:
Received a notice of complaint concerning above product via phone call from facility charge nurse. Reports an event in which a leak occurred at the connection of the pt connector and mainline tubing. Reports that air was noted in systems; upon inspection, air found entering system at stated location. Unable to return all of the blood in the line. Reported blood loss 50-70cc, pt stable, no medical intervention required. Line changed and treatment completed without further incident. Line had been used 4 times without incident prior to this event. This is the 7th event for this facility. Charge nurse reports that the technical dept is reviewing policy and procedure regarding reprocessing, ensuring that the incubator temperature and formaldehyde concentrations are within specifications. Also, the charge nurse states that in each event the pt has had a catheter access and reports that their policy is to tape the connection between the catheter and the bloodline. The line is available for eval. Companion samples are to be sent as well. A response letter and mailer have been sent to facility. Medwatch form filed based on bloodloss only.